Event description:
A report was received of a patient exhibiting septic-like symptomology several hours after infusion of the compounded 3 in 1 tpn solution. The patient was transferred to the ICU and placed on the following drugs: zosyn, ciprofloxacin, vancomycin, fluconazole and dopamine. Additionally, the patient required fluid resuscitation and recovered with no sequelae. Prior to becoming symptomatic, the patient was reported to be stable on IV antibiotics (ampicillin/sulbatam 1.5gm every 6 hours), running a low grade temperature. "Several" hours into the tpn infusion, the patient experienced a sudden onset of fever spikes (axillary temps. Of 38.4 and 40.4c); hypotension with a systolic blood pressure of 69 requiring dopamine for more than 24 hours to maintain their blood pressure: a rapid rise of wbc's from 7300 to 21,000; and an abrupt rise in serum creatinine from 0.9 to 1.9. The patient was transferred to the ICU where they experienced shaking chills and a "change in their level of consciousness". Pt was treated empirically for "their sepsis syndrome: with IV peperacillin/tazobactam, vancomycin and ciprofloxacin. Their sepsis syndrome slowly resolved and they were discharged from the hospital with a PICC line to continue IV zosym and po ciprofloaxine for 1 additional week. As previously mentioned, blood and urine cultures as well as PICC catheter tip cultures were all negative. Per the reporter, the patient also experienced a retinal branch artery occlusion during this inpatient stay, however, it's unclear if this occurred before or after the previously described event. The tpn IV tubing was spiked into the bag in a laminar flow hood in the pharmacy 10-12 hours before the bag was hung on the patient. In addition, the transfer sets on the automix compounder are changed at this facility every 48 hours vs the recommended 24 hours. None of the original source containers for the tpn ingredients were available for culture. They did, however, find the patient's tpn bag and tubing in a plastic bag in the dirty utility room and cultured the solution by running it through the tubing into a sterile specimen container. This solution from the sterile container was cultured twice in this manner and solution drawn through the injection port was cultured as well. All 3 speciments grew pantoea agglomerans in pure culture. Environmental cultures: 1. Automix and micromix compounders - no growth. 2. Automix set on compounder and lipid attached - no growth. 3. Companion samples of each lot of drug product used to make tpn - no growth. 4. IV room - no growth. 5. Laminar flow hood - no growth. 6. IV room sink - scant growth, no pantoea agglomerans. 7. Hands of pharmacy technicians - scant growth, no pantoes agglomerans. No other tpn's compounded at the same time as that of the patient were available for culturing.